Manufacturer narrative:
No product will be returned for evaluation.

Event description:
On (B)(6) 2011, pt reported she experienced elevated blood glucose levels this weekend due to a bent infusion set. Pt stated this same issue occurred a couple of months ago. Pt reported her blood glucose is usually 100-190 mg/dl. Pt stated this weekend, her blood glucose went up into the 200's mg/dl and 300's mg/dl. Pt reported she could not get her blood glucose to come down. Pt stated when she removed her infusion set; she noticed the cannula was bent in the middle. Pt reported she did not feel a leak in the system or at the infusion site. Pt has discarded the alleged infusion set. Pt stated her blood glucose has stabilized with a new infusion set. The pt did not require assistance from a healthcare professional or second party to address the issue. No product return was requested.